Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they were hospitalized on an unknown date due to hyperglycemia. Customer's blood glucose level was unknown at the time of incident. Customer stated that the blood glucose levels were high because of an illness. Customer stated that the screen had a crack. Customer stated that their was no physical damage to reservoir lip ring. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked lcd display window corners noted. Device passed displacement test.